Event description:
Attempts to obtain additional information have been unsuccessful. According to available information, this lead remains implanted and in service.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed normal impedance measurements. A review of the daily measurements revealed intermittent high out of range impedance measurements and intermittent noise. A decision will be made regarding lead replacement in the future. No adverse patient effects were reported. It was thought this issue may have contributed to the decrease in biv pacing from 90% to 50%.

Event description:
Additional information was obtained. The patient with this lead was hospitalized with worsening heart failure symptoms. Interrogation revealed this lead was not sensing or capturing appropriately. In addition, high out range impedance measurements were observed. A fracture was suspected. As it was thought this contributed to the patient's symptoms, a revision procedure is intended.

Manufacturer narrative:
Should additional information or the lead be returned and analysis performed, this event will be updated.

Manufacturer narrative:
Should additional informaiton become available, this event will be updated.